Manufacturer narrative:
Unknown patient information was requested but remains unknown. Code "other" was selected as the medical device remains implanted. Return not possible. (B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2022, this patient underwent an emergency endovascular treatment for ruptured abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. Reportedly it was confirmed that the left internal iliac artery was unintentionally covered by the device leg during the implantation. No additional treatment was performed. The physician comments that the location of bifurcation of the internal iliac artery might have not properly confirmed. On the same day after awakening from anesthesia, symptoms of buttock claudication were confirmed.